Event description:
Customer states that the pump keeps running after the food runs out.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish does: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.